Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: fracture of c6. Type of procedure: posterior cervical fusion. It was reported that intra-operatively the rod was unable to grip. The tip of the gripper was pushed too much inside while rotation due to which dura injury was occurred. Patient complications were unknown with the reported event.